Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and it was confirmed that the subject device alarmed and powered off. However, the defective lighting of the front panel led was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was identified that the device alarming and powering off was due to a failure of the mainboard. However, the root cause of these defects could not be determined. Moreover, since the defective lighting of the front panel led was not confirmed, the root cause of the failure could not be determined. This supplemental report includes a correction to b5 and g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit powered off and alarmed during an endoscopic surgery under a microscope while in the patient¿s stomach. It was stated that there was not too much pressure on the cavity and the intra-abdominal pressure was displayed up to 50. The tubes were checked and there were no kinks. There was approximately a 5-minute delay while the power to the device was turned on again before the procedure was completed with the same device.

Event description:
It was reported, the high flow insufflation unit power goes out with a warning sound. The issue occurred during therapeutic endoscopic surgery that was completed with a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the device exhibited front panel led failure. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.